Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that a couple of months earlier the patient experienced exit block. It was noted that the patient was in the hospital for reprogramming mid october 2016 where it was believed that the outputs were increased at that time and the lead remained in use. However, now the lead has been explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.